Event description:
Medtronic received information that approximately nineteen months following the implant of this transcatheter bioprosthetic valve, the patient presented with class ii stent fractures. The patient is scheduled for melody valve implant and bare metal stents through the right jugular vein.

Manufacturer narrative:
(B)(4): the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.